Event description:
A nurse reported during a case, the light bulb went off. A second light source system was brought in to complete the case. There was no pt harm or cancellations reported.

Manufacturer narrative:
A company service representative examined the system and noticed the filter screen was clogged. The representative tested the system in this condition for 3 hours and no shutdown was observed. During testing, port 1 fiber detection did not function. Also, the 20 gauge fiber being used for testing was inoperable and a 25 gauge fiber did not pass testing. The unit has been received and in-house testing/repair is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).